Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a distal pancreatectomy procedure. For the first firing, the surgeon clamped the tissue and tried to fire the device. However, could not squeeze the handle. Checked the cartridge and noted some staples at the proximal end were pre-fired. Replaced by a new cartridge and the firing was completed. There was no patient harm.